Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beep tones due to high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring 125 ohms. Boston scientific technical services (ts) recommended reprogramming the oor upper limit alert to 150 ohms. This crt-d and rv lead remain in service. No adverse patient effects were reported.